Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, starbursts and unable to drive at night.clinical reason was mentioned as dysphotopsia. The iol was exchanged for another lens model one year following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was not returned for analysis.the reporter stated the iol was replaced with monofocal iol. The root cause for the reported complaint could not be determined. The IFU states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the iol. Most patients implanted with the iol are likely to experience significant loss of contrast sensitivity as compared to monofocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, starbursts and unable to drive at night. Clinical reason was mentioned as dysphotopsia. The iol was exchanged for another lens model one year following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).